Event description:
Caller reported customer's death. Caller stated that customer had a hypoglycemic event and was rushed to hospital. Customer had spent several months between hospital and nursing home. Customer also had lung complications. Cause of death was chronic obstructive pulmonary disease. Customer was not wearing the insulin pump at the time of death. Customer had not used the insulin pump for two to three months prior to his death. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.